Event description:
It was reported that during preventative maintenance (pm), the fiber optic connector on the cs300 intra-aortic balloon pump (iabp) was discovered to be broken. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and found that the fiber optic connector seemed to be forced inside the port upside in the past. The stm then replaced fiber optic cable extension and fiber optic jumper along with p-clip cable tie to resolve the issue. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm), the fiber optic connector on the cs300 intra-aortic balloon pump (iabp) was discovered to be broken. There was no patient involvement and no adverse event was reported.